Event description:
It was reported that during the implant procedure the cardiac monitor was exposed to electrocautery. Upon interrogation, noise and undersensing of r-waves were noted. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Customer complaint of noise was confirmed. Visual inspection found electrocautery on the header. The continuity test revealed a short between the header and the case; which was due to exposure to cautery. Exposure to cautery was the cause of the noise.